Event description:
During a pvi procedure, when removing the needle/dilator following transseptal crossing, the valve hub detached from the steering column. A guidewire was inserted into the la and another agilis device from the same lot number was used to complete the procedure without incident.